Manufacturer narrative:
The unit was returned for investigation and was tested using our standard operating procedures. Upon receipt, it was noted that the mounting screws on the valve motor assembly were broken, which caused the unit to exhibit a "valve fault" alarm. The operator's manual provides a service and preventive maintenance schedule, including instructions for routine visual inspection, which includes checking that the valve pincher set screw is tight. In the event of a "valve fault" alarm, the system immediately closes the infusion line to the patient and instructs the user: "check valve for blockage. Power off and restart. Service machine if error persists." The operator's manual also instructs the user: "check that the valve is not blocked. Power off and restart. Service machine if error persists" and provides the following caution statement: "keep the patient line clamped closed when opening the door to prevent uncontrolled fluid flow." When the rapid infuser recognizes a situation that is compromising effective infusion, it stops pumping, heating, moves the valve wand into the recirculate position, displays an alarm message with instructions for corrective measure, and sounds an audible alarm. The manufacturing records for this serial number were reviewed and nothing notable was observed. It was reported that there was no injury to the patient. We will continue to monitor for similar reports of this nature.

Event description:
Belmont's clinical specialist received a complaint from the user facility and relayed the following report: "during infusion of blood, the belmont rapid infuser gave error code 208 [valve fault alarm]. When the door was opened to check tubing placement, the valve moved to the right and would not release the tubing. Turning the rapid infuser off did not release the valve. Turning the power off and on even after waiting 15 min always returns to the error 208 screens, even when unplugged."